Event description:
It was reported that the asymptomatic patient presented with inappropriate automatic mode switch exhibited on the implantable cardioverter defibrillator. No intervention was performed. Patient condition was unknown.

Event description:
New information received notes that the cause of inappropriate automatic mode switch was due to far r-wave over-sensing.

Event description:
New information received notes that programming changes have been made. There were no patient consequences throughout the event.